Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na, k for gen.2 on a cobas 8000 ise module. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. After initial testing of the sample, the customer noted the na value to be markedly low and the value was held back in the customer's middleware system. The sample was repeated. The sample initially resulted in a na value of 90 mmol/l. The sample was repeated, resulting in a value of 136.1 mmol/l. The sample was also repeated on a second analyzer, resulting in a value of 135.3 mmol/l. The sample initially resulted in a k value of 2.9 mmol/l. The sample was repeated, resulting in a value of 4.7 mmol/l. The sample was also repeated on a second analyzer, resulting in a value of 4.7 mmol/l. The na and k electrode lot numbers and expiration dates were requested, but not provided.

Manufacturer narrative:
The field service engineer performed an ise check and there were no alarms. The electrodes were ok. The system drainage was checked and looked ok. The vacuum nozzle was replaced. No further issues were reported. The investigation could not identify a product problem. The cause of the event could not be determined.